Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent dexcom g7 continuous glucose monitor (cgm) signal losses that resolved without intervention within about an hour, with no alerts or alarms generated and troubleshooting and education completed. No adverse clinical symptoms reported. Outcomes included no change in clinical status and no need for medical care or hospitalization. User support included case review and user troubleshooting education. Investigation of this case revealed intermittent loss of cgm communication without an identified responsible device, and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was transient bluetooth connectivity resolved without intervention.